Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1488tc46 competitor lead, implanted: (B)(6) 2005; 4542 implantable pacing lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had the lead integrity alert (lia) triggered due to short v-v intervals, noise, or electromagnetic interference (emi) during a five minute period which coincided with the surgical procedure. The lia warning and short v-v intervals are believed to be the result of noise or emi during the procedure. Follow up testing found rv lead values to be appropriate. The rv lead remains in use and no action was recommended at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the pacing capture threshold in the rv (right ventricle) was elevated, and there was oversensing due to emi (electromagnetic interference)/noise. (B)(4).

Event description:
It was further reported during the lead removal the surgeon "removed the lead into the right ventricle" which resulted in the patient's death approximately two weeks later.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the right ventricular (rv) lead had high impedances, high rv thresholds, and a possible fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.